Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via a journal article that a study was performed to evaluate the safety and efficacy of transvenous lead extraction (tle) at a single pediatric congenital heart disease (chd) center. The retrospective cohort study, covering a 11-year period, included a total of 113 patients that had a pacemaker or implantable cardioverter defibrillator (ICD) system and underwent tle with a total of 162 leads removed. The most common indications for lead extractions were lead malfunctions in 94 patients and infection in nine patients. There were 45 leads manufactured by boston scientific that were extracted. Full patient and product identification information of the study patients is not provided. Also, there is no identification of the specific reason for lead extraction in each case. Two percent of lead extraction attempts were classified as unsuccessful (three leads in three patients) with two of these patients having boston scientific products. One patient had a 6-year-old high-voltage lead that fractured while using a laser sheath and could not be pulled out via a femoral approach using one snare proximally and another snare distally. There was no mortality associated with any of the cases in the study. The study concluded that tle can be performed successfully and safely in a pediatric and chd center. Patient age at lead implantation, not age at extraction, is an important predictor of needing a complex extraction, with younger patients at implant and older leads at extraction having the highest risk.